Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted and replaced. No adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.